Event description:
As reported per the edwards field clinical specialist (fcs), after deployment of a sapien valve, and as a result of post-dilation, there was 2+ central aortic insufficiency (cai). A second valve was placed. Initially the patient was placed on temporary bypass due to hemodynamic instability during 5 fr sheath insertion into the apex, and subsequent wire insertion. The patient slowly became more unstable, hypotensive and bradycardic. It was determined to place the patient on temporary cardiopulmonary bypass via peripheral insertion and CPR was initiated. Once bypass was established the patient resumed normotensive and in sinus rhythm. The first sapien 23mm valve was placed in a 50/50 position, with moderate paravalvular leak noted on echo. 2 additional cc's were added per physician request to the atrion and post-dilatation was performed. This unfortunately resulted in 2+ central ai. This was reassessed with the wire removed from across the valve and manipulation with a pigtail catheter was performed across the valve to attempt to free a leaflet. These efforts did not improve the central leak and subsequently a second valve was placed. The paravalvular leak and central leak were resolved. The patient was weaned off of bypass and was hemodymically stable leaving the operating room table with trace ai documented. The native annular diameter was 20mm by tee, and 18.5x 24.1mm (365.4) by CT. The native valve/leaflet calcification was reported as moderate. The root cause of the central ai was indicated as the valve leaflets were stretched too much with the post-dilatation and the only solution to this was the subsequent need for a second valve.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the root cause of the central aortic insufficiency (cai) was indicated as the valve leaflets were stretched too much with the post-dilatation, resulting in the need for a second valve. The elliptical nature of the native annulus could have contributed to the event (annular measurements by CT= 18.5x 24.1mm). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.